Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue.